Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she had high blood glucose for a week. Customer's blood glucose was 408 mg/dl. Customer's blood glucose at time of call was 354 mg/dl. Customer's kidney was throbbing. Customer reported there were a lot of air bubbles in the tubing. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Water filled reservoir was used during the test and no air bubbles anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.